Event description:
It was reported: every alarm defaults to off when checking in a new patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.